Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during an episode of ventricular tachycardia the alarm did not sound at the central station. No adverse event was reported.

Event description:
The customer reported that during an episode of ventricular tachycardia the alarm did not sound at the central station. The device was in use on a patient. No adverse event was reported.